Event description:
During the pulse field ablation pulmonary vein isolation procedure, blood and air leaked from the sheath. The sheath was introduced over a wire and the dilator was removed. After the dilator was removed, blood was noted to be leaking from the valve of the sheath, and air was aspirated into the syringe. The sheath was exchanged and prepared in the same fashion, but the same issues occurred. A third introducer was tried with inserting the dilator straight and slowly into the agilis. The procedure was completed with the third sheath. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted on both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.